Manufacturer narrative:
Date of event: date is approximate with month/year valid it. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient reported that they had noticed a few days ago that they were going to the bathroom more than normal and it was worse at night. The patient reported that they took their programmer out on the night prior to the call and they got the power on reset (por) message. The patient was redirected to follow up with their health care physician (hcp) to clear the por message. There were no further complications reported.